Event description:
It was reported to medtronic neurosurgery that when a nurse was changing out the drainage bag the luer lock fractured. A new drain was connected to patient. It was also reported that there was no patient impact.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).